Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg, lead(s) and anchor site(s), however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg, lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01036, related manufacturer reference number: 3006705815-2020-01038, related manufacturer reference number: 1627487-2020-02439, related manufacturer reference number: 1627487-2020-02440. It was reported the patients entire system was explanted due to an infection. Patient was treated with antibiotics, infection has resolved.